Manufacturer narrative:
The sample was not returned. The root cause is undetermined due to the sample was not returned. (B)(4).

Event description:
It was reported that the drain broken off in the pt. Indwelling drain portion had to be surgically removed.